Event description:
It was reported, the patient was in the emergency room right now and they wanted their pump taken out. The reporter stated they were supposed to call a manufacturing representative who takes care of the pump. It was noted, the patient was in excruciating pain and the pump had been without pain medication for two months. It was further noted, the pump was refilled with medication this past wednesday and the patient had been in excruciating acute pain ever since then. The reporter stated, the patient was nauseated at the time of the call. It was noted, the patient had a change in therapy effect. It was further noted, the patient had acute pain, nausea, and the pump itself was hurting the patient. It was noted, the symptoms occurred following a refill session. It was further noted, the patient was admitted to the emergency room. The reporter stated a manufacturing representative changed the concentration from 9 to 2 on 2014 (B)(6). It was noted, the patient asked the manufacturing representative to come in and change the concentration. It was further noted, the patient¿s healthcare professional (hcp) was aware that the manufacturing representative changed the patient¿s concentration. The reporter stated, the patient wanted the pump out because, the pump was not doing them any good and the pump itself felt like it was rubbing up against their organs or detached. The reporter further stated, the patient was very insecure from it and they did not have in confidence in it. It was noted, the patient stated, the pump was causing their nausea and a ¿whole bunch of things.¿ it was further noted, the patient had contacted the patient¿s hcp the morning of the report. It was noted, the patient stated they would ¿cut this thing out of themselves.¿ the reporter stated, they did not know what was causing the pain and on a scale of 1-10 the patient was hollering. The reporter further stated, the patient was not doing any good and was just hurting the patient. It was noted, the patient¿s medication was decreased on 2014 (B)(6) because, the patient was getting too much medication all at once. It was further noted, the patient had been empty for two months and that was the reason for turning it down. The pump contained dilaudid (hydromorphone). Additional information received reported, the patient dose was changed today and now the patient was having symptoms. It was noted, the patient was feeling bad and they wanted the manufacturing representative¿s help in turning the patient¿s dose down. It was further noted, the manufacturing representative believed the patient said, they were feeling tachycardic and anxious. The reporter stated that they initially thought a bridge bolus was done; however, they later clarified that only the dose was changed. The reporter further stated, the dose was 4.8 mg/day and was then increased to 6.82 mg/day earlier today. It was noted, the patient complained of being jittery and anxious so the hcp wanted the dose turned down to 5.82 mg/day. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).